Manufacturer narrative:
The synergy xd mr ous 2.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted and bunched proximally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-jun-2021. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion due to the calcification and angulation. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed stent damage.